Event description:
It is reported that the pt was revised due to fracture of a "zimmer carbon impregnated polyethylene". During this procedure, when the femoral component was removed, a "supracondylar femur fracture" was incurred and treated with rush rods.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. Regarding supracondylar femur fracture, technique being used to remove the femoral component is also unknown. A definitive root cause cannot be determined with the information provided. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Manufacturer narrative:
This report is being amended to reflect changes.